Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at a hemodialysis (hd) user facility reported that the recirculation pump/motor of a granuflo dissolution tank was damaged. The drive magnet assembly from the motor to the pump melted where it connects to the pump shaft. No adverse effects to staff, patients, or any other individual occurred as a result of this event, and no treatments were impacted. No flames or sparks were observed, and no smoke was visible. The machine was repaired, however, the exact service activities were not provided. The unit has been returned to service at the user facility without issue.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer provided follow-up which revealed that the drive magnet assembly from the motor to the pump melted. A picture was provided of the issue, showing the melted component. The system was restored to full functionality, but the machine repair details were not provided during follow-up. No additional information was made available by the customer contact. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.